Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced fluctuating glucose levels with a post-dinner hypoglycemic event treated with oral glucose, followed hours later by hyperglycemia during sleep, subsequent system-delivered corrections, another hypoglycemic episode treated with additional glucose, and a rapid rise after breakfast; the user also noted recent weight setting changes in the ilet and used glucose tablets as treatment. Symptoms included hypoglycemia and hyperglycemia. Outcomes included use of medication to treat the event. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings, with insufficient information regarding a device problem and insufficient information on a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.